Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the the gastrointestinal videoscope exhibited clogging of the suction tube in the universal cord which resulted in foreign objects coming out of the suction port. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The legal manufacture was unable to confirm whether the customer's reprocessing steps were deviated from the instructions for use. Based on the results of the investigation, olympus confirmed foreign material remained in the device, but the type of the material or root cause cannot be identified. We confirmed that the section of the device with the foreign material remained had no deformation. Per additional follow up from the customer, the device was cleaned, disinfected, and sterilized the product before it sent in for repair. According to the customer, they have no idea of when the foreign material adhered to the endoscope. The nozzle had water aspirated through it, the nozzle with wiped with lint-free cloths, brushes, or sponges, and the customer brushed the instrument channel, instrument channel port, and suction cylinder. The event can be prevented by following the instructions for use which state: ¿gif/cf/pcf-290 series, chapter 3 preparation and inspection¿ ¿gif/cf/pcf-290 series, chapter 5 reprocessing the endoscope (and related reprocessing accessories)¿ olympus will continue to monitor field performance for this device.